Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient¿s rv threshold had risen; however, the physician said it was likely due to electrolyte imbalances and ¿other issues¿ the patient was experiencing. The rv lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after a generator change, the patient¿s vital signs in the nursing home indicated a slow pulse. Upon device interrogation in the emergency department it was noted that the patient¿s right ventricular (rv) lead was exhibiting t-wave oversensing (twos) post premature ventricular contractions (pvc); however, it did not appear to influence device behavior. The rv lead remains in use. No further patient complications have been reported as a result of this event.